Manufacturer narrative:
Product ID 748251 lot# serial# (B)(4) implanted: 2006-(B)(6) explanted: product type extension product ID 7438 lot# serial# (B)(4) implanted: 2006-(B)(6) explanted: product type programmer, patient product ID 3387s-40 lot# v014191 serial# implanted: 2006-(B)(6) explanted: product type lead. (B)(4).

Event description:
It was reported the patient had an infection. Since she moved a year ago, the patient has not had an adjustment and was unable to see a physician at (B)(6), but is moving back. The patient stated that a few weeks ago, although a physician wanted to do an MRI, a CT scan was done with contrast instead. The patient stated she got a (B)(6) infection in dura when they did decompression and meningitis and was in a coma. The patient lost her whole cerebellum and has a "big empty area" in the brain. The physician reviewed the CT scan with her, including the missing 1/3 of her brain plus the cerebellum. The patient just wanted to take care of her device. Additional information has been requested, but was not available as of the date of this report.